Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 3.5x18mm xience sierra stent delivery system (sds), the device was removed from the dispenser coil and the protective sheath was removed; however, it was noted that the stent was off center. The device was not used in the patient and a non-abbott device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.